Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the indeflator was not fully connected/tightened thus resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Estimated date of event- (B)(6) 2023.

Event description:
It was reported per general complaint that during inflation the indeflator loses pressure even after increasing pressure without success. There was no adverse patient effects reported and clinically significant delay in the procedure was reported. No additional information was provided.